Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device was not returned for analysis. With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient outcome include the patient's diagnosis of sepsis and related comorbidities. The patient's cause of death was reported to be sepsis. It is unknown if the patient was admitted to the hospital with sepsis or if sepsis developed sometime later. Thrombus events are primarily mitigated using anticoagulation and anti-platelet drug therapy. With the patient's clinical condition complicated by sepsis, hypercoagulability developed further complicating the reported thrombosis and resulting in decompensation in the patient's clinical condition. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use also address setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator from a us site that the patient presented with significant hemolysis, high power and high flows. Log files indicated power above normal. Ldh elevated. The patient was admitted. Treatment was started including heparin and integrilin. Site is thinking about tpa and will update us on progress. The site reported that the patient expired on (B)(6) 2015. Site states sepsis as cause of death. Patient was treated with tpa for the pump thrombosis and parameters had returned to baseline. No other information available at this time. Investigation is in progress. It was reported that the site did not have consent to explant the pump at the time of death a review of the controller log files associated with the event confirmed reported elevated power consumption. Starting (B)(6) 2015 there was an increasing trend in power consumption to current device parameters outside of normal operation. A sudden rise in power consumption was logged on (B)(6) 2015 to a peak of 20.7 w outside of normal power consumption. 90 high watt alarms were logged starting on (B)(6) 2015. The high watt alarm limit was set to 12.0 watts. A decrease in flow was logged on (B)(6) 2015 below normal operation for the given speed. Parameters returned back to baseline on the same day at approximately 23:46:23. Waveforms of this nature may be indicative of a thrombus event or change in patient state. Clinical correlation is required. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. A review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process.